Event description:
It was reported that one day post implant, the atrial lead exhibited undersensing and loss of capture. X-ray confirmed lead dislodgement. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.